Event description:
It was reported that the monitors of the system 9800 cardiac went dark during a procedure. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. Initially, the transformer was retaped to ensure the monitors were receiving 118 vac and all connections were made secure. The problem was corrected for a time. When the issue resurfaced the system interface circuit board, hard disk, and generator interface circuit boards were replaced to address specific failures in the error logs. The problem resurfaced and the system was tested and found to be working as intended and placed back into service.